Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 104 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Diameter result conducted on the silkam samples received is 0.244 mm in average and fulfills the OEM requirements for this size and thread: 0.200 mm < xave < 0.249 mm. Diameter average value of this batch is in the high range requirement for usp 3/0 size. The individual diameter values are the usual and current ones for this kind of product. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the diameters of the suture is not equal.